Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient was treated with oral and topical antibiotics (date and duration not reported) for pain and swelling at the implant site. The implanted device remains.